Manufacturer narrative:
The evaluation and repair of the device has been completed. The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a noisy gui display then display went blank while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The evaluation and repair of the device has not been completed.